Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Reportedly a 3000tfx, 23mm was explanted due to inter. Op. Echo. Showed regurgitation. The surgeon would like to point out that the marks on the leaflets occurred when the device was explanted.

Manufacturer narrative:
11/13/2009 - research and development completed the functional test and concluded with the following: ¿this valve was reportedly explanted at implant due to ¿inter. Op. Echo. Showed regurgitation¿. The echo recording was not provided; therefore, it was not possible to assess the regurgitation observed in vivo. A small amount of non-central leakage, which appeared to be through the stent/band assembly, was observed in the edwards standardized functional tests. However, the valve meets the requirements for this size valve. Initial stent leakage is typical for this type of bio-prosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation.¿

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: markings on the tissue at the outflow aspect are evident in the cusp area of leaflet 1 and 3. The marking are most likely due to mechanical damage. Serrated markings in its cusp area of leaflet 3 are possibly an impression of a surgical tool. No other inconsistencies detected, or in the x-ray. The valve will be sent to research and development for functional testing. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device worked properly, however the surgeon found one unformed staple in the cavity believed to be from the distal end and it was retrieved. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.